Manufacturer narrative:
(B)(4). Analysis found a partial lead was returned for analysis, x-ray found the inner coils to be separated in two locations, all three filars of the inner coils were broken/fractured distal to suture sleeve tie marks. The fracture was likely the cause of the reported complaint in the field.

Event description:
It was reported that the patient presented in clinic into clinic for a routine check up. The right ventricular lead exhibited noise due to fracture. The lead was explanted and replaced successfully. There were no complications with the procedure. The patient was not symptomatic.